Manufacturer narrative:
Corrected field: e1(event site name). Updated field: b4, b5, e1(email), g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the equipment displays screen interference. Screen connection ribbon has poor contact. Connectors were cleaned. Functional tests performed. Equipment suitable for clinical use.

Event description:
It was reported by the customer that during start up the cs300, type b plug intra-aortic balloon pump (iabp)¿s monitor was broken. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h11 corrected field - e1(initial reporter, event site name, event site telephone number, event site email), h6 (medical device problem code, type of investigation, investigation findings, investigation conclusions).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300, type b plug intra-aortic balloon pump (iabp)¿s monitor was broken. There was no patient involved.